Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. For the root cause for the issue of the hole made by needle or the peeling forceps cover glue, it cannot be determined if the cause was stress or user handling. The instructions for use includes the following statements: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, the forceps cover glue was peeled and missing pieces. The biopsy channel was leaking. In addition, the distal end rubber insulation had a crack and the right/left angualton wire was stretched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during reprocessing it was observed that there was a large hole in the device channel made by the doctor during puncture needle insertion. There is no reported harm to any patient.